Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with multiple components, including a guide wire, an arrow raulerson syringe (ars), an introducer needle, and a tissue dilator for analysis. The returned components showed evidence of use, and the guide wire was returned within its advancer tube. Visual inspection of the guide wire revealed one kink towards the distal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed both welds were present and were observed to be full and spherical. Visual inspection of the returned insertion components revealed no obvious defects or anomalies. The kink in the guide wire was located 27mm from the distal tip. The guide wire total length measured 599mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.794mm, which is within the specifications of 0.788- 0.826mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through the returned ars and 18 ga introducer needle to functionally test the guide wire. The guide wire was able to pass through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).